Event description:
It was reported that the colonovideoscope exhibited black stains in the forceps channel even after being cleaned with the endoscope reprocessor. The issue occurred during reprocessing, the intended diagnostic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.